Manufacturer narrative:
The device was returned for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with the device's service and test procedures. The device passed all checks related to gas delivery accuracy and mode switching functionality. No hardware or software faults were identified that could account for the reported failure. A review of the device log file was performed. Based on the available information reported and the data from the log file suggest this was user error. Specifically, the log shows the device was placed in and out of manual backup mode multiple times and does not indicate gas sampling while in manual backup mode. Since a set dose is not used during manual bagging, it cannot be confirmed if the device was delivering to a target dose. Functional evaluation of the device found no faults in dose delivery in manual mode. The presence of vent flow idle alarms and monitored oxygen concentration near atmospheric levels, suggest the device was disconnected from the patient breathing circuit. Any one of these errors would have caused the reported delivery failure. Based on the investigation and available information, the reported delivery failure was most consistent with user handling error rather than a device malfunction. Review of complaint files indicates that this condition remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, the device experienced a delivery failure. According to the report, the device was switched from intelligent mode to manual backup mode, then back to intelligent mode, and again to manual backup mode. During this process of the device being switched to manual backup mode the second time, the device failed to deliver the target dose of nitric oxide. The hospital staff responded by exchanging the affected device with a backup unit. A transient desaturation was observed in the patient during the event; however, the patient recovered to pre-event oxygen saturation levels following the device exchange. No lasting adverse effects were reported.